Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg no longer communicated with external devices. Patient stopped charging approximately 2 months ago. Surgery may take place at a later date.

Event description:
Additional information received surgical intervention was undertaken which the ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.